Event description:
It was reported that the user experienced a low blood glucose event confirmed by fingerstick, with readings below 65 mg/dl, and subsequently treated the event with oral glucose followed by a meal that included spinach pie and crackers with egg salad; the user denied new medications or increased physical activity. Symptoms included hypoglycemia characterized by low glucose. Outcomes included resolution after oral carbohydrate intake without need for emergency care or hospitalization. Investigation included complaint intake with hypoglycemia troubleshooting and user education. Investigation of this case revealed no device malfunction or alarm-related issues reported, and no contributory external factors identified beyond an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.